Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (code 204 (belt/monitor unusable)) has been confirmed. Upon receipt, the trunk cable connector was cracked and the red (can h) and white (driven ground) wires were open inside of the trunk cable connector. The cause for the code 204 was the electrode belt's inability to communicate with a monitor is the open wires in the trunk cable connector. The root cause for the cracked connector and open wires cannot be positively determined but is likely physical abuse. No adverse event resulted from the damaged wires. The pt received a replacement electrode belt.

Event description:
Upon review of a (B)(6) male pt's flag files, zoll customer support reported a service code 204 (belt/monitor unusable). The pt was contacted and issued a replacement electrode belt.